Event description:
Resuscitation event occurred for respiratory arrest. The patient was found to have bradypnea upon collecting post bun sample at the end of hemodialysis. Patient wasn't responsive to verbal or tactile stimuli. Patient had been waxed and pale as their blood was rinsed back and began to froth at the mouth. No palpable carotid pulse was detected and chest compressions were initiated immediately. The crash cart and AED were summoned and utilized but the AED wasn't detecting attachment of the pads. After 4 cycles of CPR the patient was revived and had a palpable pulse. The individual who reported the event stated that the AED kept prompting the users to check pads during the rescue attempt. Three (3) sets of pads had been used were discarded after use. A biomedical technician checked the AED after the event. Pads were acknowledged by the AED, but the AED wouldn't cycle through the appropriate steps past placing pads on patient.

Manufacturer narrative:
The AED was received and evaluated. The pads used during the rescue were discarded after the rescue and weren't available for evaluation. AED self-tests were run while vibrating the AED and no errors were generated. Impedance testing was performed and confirmed the AED could accurately detect impedance within the human impedance range. Inspection of the main pcba found no problems. Components that could affect the patient impedance circuit were measured and no problems were found. Rescue simulations were performed using a defibrillation analyzer and the AED functioned correctly. The AED performed as designed during the investigation. The cause of the reported problem could not be determined. The AED has been serviced and returned to the customer.

Event description:
Resuscitation event occurred for respiratory arrest. The patient was found to have bradypnea upon collecting post bun sample at the end of hemodialysis. Patient wasn't responsive to verbal or tactile stimuli. Patient had been waxed and pale as their blood was rinsed back and began to froth at the mouth. No palpable carotid pulse was detected and chest compressions were initiated immediately. The crash cart and AED were summoned and utilized but the AED wasn't detecting attachment of the pads. After 4 cycles of CPR the patient was revived and had a palpable pulse. The individual who reported the event stated that the AED kept prompting the users to check pads during the rescue attempt. Three (3) sets of pads had been used were discarded after use. A biomedical technician checked the AED after the event. Pads were acknowledged by the AED, but the AED wouldn't cycle through the appropriate steps past placing pads on patient.